Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator shut down, the graphic user interface touchscreen went black, and then the ventilator self-rebooted. There was no harm reported to the patient. The patient was placed on another ventilator. The hospital cannot provide any patient demographics. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 17 seconds.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.